Event description:
Reporter stated that customer received the following results on the mobile system within 9 minutes and 2 minutes respectively: 1. 260 mg/dl and 134 mg/dl 2. 61 mg/dl and 153 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.